Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 due to oversensing. This lead model number is under recall status though functions normally but patient elected removal. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)